Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) frequently displayed "catheter inspection required" alarms. During preparation for iabp therapy in a cardiac catheterization procedure, the alarm indicating "catheter inspection required (flow restriction)" occurred immediately after therapy began. As the alarm persisted, the catheter was replaced. Following the replacement, the alarm ceased; however, an automatic filling error was observed. This issue was identified as a loose connection and was resolved by securely reconnecting the device. Subsequently, the iabp device was replaced with a backup unit for inspection and repair, and the replacement was completed without any issues.

Manufacturer narrative:
Due to character limit in block e1 event site address line: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (health effect ¿ clinical code, health effect ¿ impact codes, type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) confirmed from the alarm history that the alarm occurred multiple times. Fse performed various tests and confirmed that there were no problems with the test values. The equipment is in good condition.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) frequently displayed "catheter inspection required" alarms. During preparation for iabp therapy in a cardiac catheterization procedure, the alarm indicating "catheter inspection required (flow restriction)" occurred immediately after therapy began. As the alarm persisted, the catheter was replaced. Following the replacement, the alarm ceased; however, an automatic filling error was observed. This issue was identified as a loose connection and was resolved by securely reconnecting the device. Subsequently, the iabp device was replaced with a backup unit for inspection and repair, and the replacement was completed without any issues. No harm or injury reported.